Event description:
The complainant in japan placed impella 55 for support of a 77-year-old female patient that was in for surgical repair of a ventricular septal defect (vsd). The patient was suffering from postcardiotomy cardiogenic shock (pccs). The impella 5.5 was able to be placed but came out of optimal position and was removed after 3 hours of support. Upon removal the team observed the pump to have perforated the left ventricle (lv). The ventricle was surgically repaired and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: axillary insertion of impella 5.5 catheter: ¿use fluoroscopy for placement impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), can help confirm the position of the impella catheter after placement, tee does not allow visualization of the entire catheter assembly and is inadequate for reliably placing the impella catheter across the aortic valve¿.

Manufacturer narrative:
The investigation for the ventricle perforation and the positioning issues has been completed. No product or data logs were returned for evaluation. Clinical details noted that patient had a small left ventricle (lv) and also had ventral septal (vsp) repaired just prior to impella insertion. Additionally, when pump was being secured, it became dislodged and caused a perforation of ventricle. The pump was then placed very shallow measuring at 1-2cm from valve. Pump became dislodged when prepping patient to be returned to room. The root cause of the ventricle perforation was most likely patient condition related as the patient had a small lv. The root cause of the positioning issues was most likely due to patient movement when patient was being prepped to return to room.